Event description:
It was reported, that the implantable cardioverter defibrillator exhibited inappropriate shock, due to incorrect interpretation of signal and atrial events under detected. Programming changes were performed. The patient was in stable condition.